Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with a competitor right ventricular (rv) lead delivered a shock impedance measurement of more than 125 ohms. It occurred during a device change out. The device was also tested for shock conversion. The ventricular tachycardia (vt) was not converted using a 41j shock and an error code 1005 was also noted. The physician decided to keep the device and old lead after an unsuccessful implant of a new lead. Additional information was received that the device was checked about three months ago and a normal shock lead impedance of 59 ohms was observed. Additionally, it was reported that the patient was hospitalized due to their heart failure condition. The device was checked using a programmer and the shock impedance measurement remains high. A planned intervention was discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.